Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive used in the procedure was evaluated by medtronic personnel. It was reported that the patient had excess skin. It was noted that the exam was not to protocol as the chin and neck portions were taken with gantry tilt. It was found that the tracer registration performed was passing, but focused on one side of the patient's face.

Event description:
A site representative reported that, while in a cranial biopsy, the first sample extracted by the surgeon was non-diagnostic and contained cerebrospinal fluid (csf). A second pass extracted a diagnostic sample. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the surgeon felt the navigation system was not inaccurate. Rather that the scan was hard to see the tumor and the tissue was not irregular. Product, device manufacture date and related fields updated to proper value.